Event description:
Boston scientific received information that during a device upgrade procedure, this transvenous defibrillation lead was found to be fractured; therefore, was surgically capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.